Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6).

Event description:
It was reported that the patients coverage was left sided only. The patient underwent ipg and lead replacement procedure. The patient was doing well postoperatively.